Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This unsolicited case from united states was received on 20-nov-2017 from the physician. This case concerns 5 patients (demographics unspecified) who received treatment with synvisc one injection and after unknown latency, patient had increased swelling, pain and tenderness. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date in (B)(6) 2017, the patients received treatment with intra-articular synvisc one injection once (dose, indication and expiration date: not reported; lot number: 7rsl021). On an unknown date in (B)(6) 2017, unknown latency of receiving the injection, patients experienced increased swelling, pain, and tenderness, which was "more" than they have ever seen in their practice before. It was reported that the events happened "back-to-back" with 5 patients. Corrective treatment: not reported for all events outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 22-nov-2017. This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later complained of increased swelling, pain and increased tenderness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.